Event description:
It was reported that the luer hub of the 3385118qj catheter was found on the floor of a hospital ward. Upon inspection, the junction between the luer hub and extension leg of the main lumen of the catheter, which was indwelling in the patient, was found to have been torn. The catheter was inserted on july 14th and used for chemotherapy. Additional information: no health problems were reported. The patient was hospitalized and was receiving antibiotics during the day and not administering them at night. When the incident occurred, antibiotics were not being administered. The catheter had already been removed and the hub and catheter were collected. The patient was in the terminal stage and was transferred to another hospital (and a new catheter was not inserted, with peripheral management being planned). Drugs used: granisetron, temodar, avastin, heparin, saline.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the extension tubing is confirmed and was determined to be use-related. One 5 fr t/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the returned device. The red luer was broken from the middle lumen of the catheter upon the return of the device. A microscopic observation of the proximal and distal break site of the extension tubing inside the red lumen revealed beach marks along the fracture surface. The fracture edges appeared rounded and uneven. Tactile evaluation of the purple extension tubing of the catheter revealed some tensile or pulling weakness near the break site. The features of break site suggested repetitive kinking, twisting, or pulling forces contributed to the break. This complaint will be recorded for future trending and monitoring purposes.